Event description:
A cartridge change error was reported with the pump, and the customer did not provide details on whether their blood glucose exceeded a specific threshold. Technical support instructed the customer to inspect and clean various parts of the pump, but despite following these instructions, the customer was unable to successfully load the cartridge onto the pump. The error persisted even after attempting to use a second cartridge. As a result, technical support decided to replace the pump under warranty. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer agreed to return the faulty pump using a pre-paid label and acknowledged the instructions for putting the pump into storage mode prior to returning it.